Event description:
The pt was injected in the nasolabial folds. The pt allegedly developed tender nodules, swelling, and tenderness about three weeks later. The abscess was incised and drained. A culture was taken. The pt was treated with duricef (500 mg b.i.d).

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specs, and did not reveal any issues with the alleged product lot.